Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019 the customer troubleshot with philips technical support. The customer swapped the touchscreen with another touchscreen and the issue was resolved.

Event description:
It was reported that the ventilators touchscreen would not respond. There was no patient involvement. The event date was not specified; estimate used.